Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Customers blood glucose was 290 mg/dl. Reportedly, the customer performed a pump reset to resolve the issue.